Event description:
Info received indicates the left head side rail has a broken weld which will not allow the side rail to latch in the up position.

Manufacturer narrative:
The facility's maintenance replaced the side rail to repair the bed.